Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it was the leads and area surrounding the implant that was heating. The patient stated that within a couple of hours after the MRI their right leg was numb all the way through the next morning. The patient started having severe back pain just below the leads on (B)(6) so they went to the ER the next day and were admitted for two weeks. The patient noted with the pain came an inability to walk without assistance and the symptoms had not improved as of (B)(6). The patient had surgery scheduled for (B)(6) to replace the battery and possibly the whole unit. The patient explained that the MRI was due to injuries caused by a car accident which caused the leads to rise. The patient stated that it hurt to sit back against anything and they hoped the surgery would resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had an MRI the day of the call. The patient stated that she has had mris before since getting the implant but this was a longer one and she felt it get hot. The patient mentioned that she was told she could feel warm because of the MRI machine but she had the MRI at 6:30 that morning and it still hurt. It was clarified that the patient was feeling the hurt in her spine where the leads would be and not the implant battery. The patient noted she felt tingling down her leg and heat all the way down through her bottom. Troubleshooting reviewed to turn stimulation down or off and to follow-up with their healthcare provider.